Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, he was attempting to prime and the insulin pump started to make a noise. Then insulin was squirting at high pressure. Customer's blood glucose was 9.3 mmol/l. The insulin pump had alarmed compromised force sensor system. Troubleshooting was performed and customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. The device had also alarmed unexpected restart during normal use. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The pump had an alarm during the basic occlusion test due to a loose / flush drive support disk. The pump also alarmed after the battery change due to a faulty component on the interface board. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.